Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 360 mg/dl. The customer experienced vomiting and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure and self tests. Nothing further was reported.